Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
Only (B)(6) 2020 an amplatzer septal occluder device was selected for a procedure. During the procedure, the device formed cobra shape in the left atrium. The physician completed the procedure successfully by using another abbott device.

Event description:
Only (B)(6) 2020 an amplatzer septal occluder device was selected for a procedure. During the procedure, the device formed cobra shape in the left atrium. The physician completed the procedure successfully by using 8mm amplatzer septal occluder. The patient is stable.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.